Event description:
Per the initial reporter, the visum 300 in the labor and delivery room won't turn on. Customer has tried replacing bulb with no resolution. Upon further investigation, it was identified that the keeper clip that holds the light head to the spring arm was missing, creating a potential for the light to fall. There were no patients involved and no adverse consequences occurred.

Manufacturer narrative:
No patient was involved. There is no established expiration date for this device. Unknown whether initial reporter was a health professional. Further attempts will be made for this information. Said device was evaluated in the field on august 25, 2009. Device manufactured date is unknown at this point. Further attempts will be made for this information. Evaluation summary - the product is a ceiling mounted examination light. The keeper clip is a component that holds the light head to the spring arm. There is a safety segment that covers the keeper clip. If the keeper clips is not installed properly, there is a potential for the light to fall. The keeper clip not being present caused the light head to not have a solid electrical connection. This did not allow the light to turn on. It is unknown at this time how the keeper clip was not installed properly. Stryker personnel installed a new keeper clip which reconnected the light to the electrical connectors. There were no patients involved and no adverse consequences occurred. This is not a single-use device.